Manufacturer narrative:
(B)(4). A review of manufacturing records found that the device met specification when released to stock. To date, we have no received the device for evaluation. If the device is returned or additional relevant information is received, a supplemental report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Air filter at top of measuring chamber appears ineffective. When cerebro spinal fluid (csf) collects in the measuring chamber from the ventricular catheter it displaces air through air filter to atmosphere to allow for volume displacement. We find csf initially collects in the chamber but flow slows down over time and intracranial pressure builds up. When the three way tap below the chamber is released to drain the amount collected in 1 hour, there is a rapid flow of csf from the ventricular catheter into the measuring chamber indicating that there has been a build up of pressure in the measuring chamber obstructing the free flow of csf from the ventricular catheter into the measuring chamber. Similarly, at times, we find when trying to empty the measuring chamber into the collection bag below there is difficulty in emptying the measuring chamber into the waste bag. This may reflect atmospheric air is not passing into through the filter to displace the csf(creating a relative negative pressure in the measuring chamber and restricting outflow). Details of injury: increased intracranial pressure with an apparently functioning external drainage system action taken: I have discussed this with the representative of the company and my hypothesis that the filters may be getting wet then drying but becoming ineffective after the drying has occured. He suggested education but no definitive plan was made. I do not know if my hypothesis is correct or if there is just an issue with an ineffective filter. On 5/27/2016 per initial reporter: "there are no delays in procedures other than the added time to empty the chamber. It is managed by being aware of the problem. The devices are not being returned as the first one was returned but could not be exported to the states for analysis as it contained csf (from your reps)." (B)(6) on (B)(6) 2016: actions taken to resolve the matter involved opening three way taps from the catheter end and between measuring chamber and collection bag, which led to rapid flow of csf and a decrease in icp."